Event description:
It was reported that the customer's insulin pump needed frequent battery changes. No additional information was provided.

Manufacturer narrative:
Unit had constant failed battery test alarm after battery insertion due to faulty battery tube. Unable to test the operating currents, low battery alarm and off no power alarm due to failed battery test alarm. Unit had minor scratched display window and cracked reservoir tube lip.